Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that there was no fibered coil. The target lesion was located in the splenic artery. A 2/3mm x 2.3cm f-idc vortx diamond interlock coil was selected for use. During the procedure, the coil failed to form inside the lesion when the physician tried to deploy it. The coil was withdrawn and another attempt to deploy was unsuccessful as the coil still failed to form. Consequently, it was withdrawn for the second time and deployed outside the patient, and found there was "no fibered coil". The physician noted, "after end has interlocking arm the front has nothing". Confirmation was made no device fragments were left inside the patient. The procedure was completed by unknown injected embolic microspheres. There were no complications reported and the patient was stable post-procedure.

Event description:
It was reported that there was no fibered coil. The target lesion was located in the splenic artery. A 2/3mm x 2.3cm f-idc vortx diamond interlock coil was selected for use. During the procedure, the coil failed to form inside the lesion when the physician tried to deploy it. The coil was withdrawn and another attempt to deploy was unsuccessful as the coil still failed to form. Consequently, it was withdrawn for the second time and deployed outside the patient, and found there was "no fibered coil". The physician noted, "after end has interlocking arm the front has nothing". Confirmation was made no device fragments were left inside the patient. The procedure was completed by unknown injected embolic microspheres. There were no complications reported and the patient was stable post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The pusher wire and the introducer sheath were returned. The main coil was not returned. The twist lock of the introducer sheath was found opened. The introducer sheath was inspected, and no anomalies were noted. Blood was noticed inside the introducer sheath. The pusher wire was inspected, and it was broken, kinked and stretched. The proximal end of the pusher wire had a smooth surface. The interlocking arm was inspected, and no anomalies were noted. The dimensional inspection revealed that the outer diameter (od) at the solder joint and tfe were found to be within specification.